Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18. Device (B)(4) and (B)(4) relates to component (B)(4) for the event of clip arms bent and will not release from catheter. A visual examination of the returned device found that the clip assembly was mashed onto the bushing. The control wire was not attached to the clip assembly. The clip assembly could not be deployed and the prongs could not be opened or closed. It was also noticed that the prongs were bent. Based on the condition of the returned device and functional evaluation, it is likely the event occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(4) 2011. The initial complaint was that the clip was on the target site and when they went to deploy the clip it opened back up. The clip remained on the catheter and was removed from the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Preliminary investigation results revealed the clip arms are bent and was mashed on the bushing. Based on the condition of the returned device, this is now a MDR reportable event.